Event description:
A police officer responded to a person that had collapsed. The device was attached to the pt in an attempt to analyze the pt's ECG rhythm. The device allegedly displayed a continuous connect electrodes alarm and use of the device was inhibited. Paramedics arrived after a short period of time and took over care and treatment of the pt. The pt's outcome was not known.